Manufacturer narrative:
The customer did not return product or sample for investigation. Since the complaint was referred after the expiration of the product, no additional serologial testing was performed. The presence of the k antigen on crrs, lot n103, was verified through lot release records. A service call was performed; the camera reader was replaced. The instrument operated as expected after the service call.

Event description:
Customer reported unexpected negative reactions with the pool cell assay on galileo, when testing a specimen containing anti-k. The pt is a known k positive.